Event description:
It was reported that two of the nodes on the tip of the probe broke off inside of the patient, but were irrigated out.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The unit was visually inspected without magnification. The electrode of the returned unit presents two missing post on the left top side of the electrode (electrode facing forward). Blood and tissue residue was also observed in the ceramic and electrode. The device history record of the reported lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or is related to this condition. The probable root causes for the reported condition can be, but are not limited to: non conforming component, assembly process and/or, misuse. However, the most probable root cause identified for the reported condition is user related when exposed to excessive forces or forceful impact exceeding the strength of the part when inserting or removing the probe. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that two of the nodes on the tip of the probe broke off inside of the patient, but were irrigated out.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.